Manufacturer narrative:
.

Event description:
Procedure: chemosite insertion. According to the reporter: the catheter broke from the connector of the port. Therefore, dr replaced it with a new one. Patient was not injured. The catheter had not been implanted.